Manufacturer narrative:
Product ID 3889-28 lot# v999804, implanted: 2012 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3889-28 lot# v999804, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient had a fall in (B)(6) 2013 which caused the wires to become unattached. It was noted that the patient had to have the wires reattached in (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.